Manufacturer narrative:
H6: investigation summary: one sample of primary infusion set 2420-0007, and an unidentified secondary infusion set was submitted for quality investigation. The customer complaint of component damage - no leak could not be verified by testing. The primary infusion was visually inspected and no signs of physical damage was noted. The set was then primed and checked for leakage, air in line and occlusion. There were no issues identified in the primary set. The secondary set that was submitted with the primary set was primed and then connected to the primary set at the first smartsite. The secondary infusion bag, that was connected to the secondary set, was set at 9 in. Above the primary set infusion bag as instruction recommend. Fluid backflow into the primary set infusion bag was not seen. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. A root cause could not be determine because the failure reported could not be duplicated.

Event description:
It was reported that as lvp 20d 2ss cv had a check valve malfunction. The following information was provided by the initial reporter: it was reported by the customer that medication poured into the primary IV fluid bag once it was spiked. The backcheck valve was defective. 11-may-2021 update: the event that started this chain occurred on 5/5/2021 and the issue was about a defective backcheck valve.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 2ss cv had a check valve malfunction. The following information was provided by the initial reporter: it was reported by the customer that medication poured into the primary IV fluid bag once it was spiked. The backcheck valve was defective. (B)(6) 2021 update: the event that started this chain occurred on (B)(6) 2021 and the issue was about a defective backcheck valve.